Event description:
Device has been explanted and replaced with a non-allergan device.

Event description:
The patient reported a left side deflation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: g1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The patient reported a left side deflation. Device remains implanted. Manufacturer of the device is unknown.